Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of compounded baclofen via an implantable pump for intractable spasticity and head/brain injury. The hcp reported the patient¿s infusion device was explanted on (B)(6) 2017 due to an infection (organism). It was indicated the patient was not in clinical study, and the device was not replaced. The pump was received by the manufacturer may 01, 2017. No further complications were reported/anticipated.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6). The location of the infection was the pump site. The patient experienced erosion through the skin and it was noted this was how the infection was diagnosed. The patient made a complete recovery following explant. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump found that there were no anomalies and analysis of the catheter found that there were no significant anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.